Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old male patient had an evar repair of a aaa on (B)(6) 2010. A flex body and two leg extensions were used. At this point the aaa was 5.7 cm in diameter. A follow up cta in (B)(6) 2011 showed the aneurysm had continued to expand to 6 cm. Cta on (B)(6) 2014 showed expansion to 6.9 cm so an angio was done on (B)(6) 2014 anticipating a type 2 endoleak. When non was evident the physician decided to perform an open surgical repair, this was done on (B)(6) 2014 and after removing a large amount of dense thrombus the physician was shocked to see blood leaking through the graft material. The physician believes it was coming though the suture holes of the leg extensions. He packed it with surgicel to reduce the flow and tied a surgical graft as tightly as possible effectively "wrapping up" the in situ grafts. He then "double breasted" the aortic tissue around the graft reducing the total vessel diameter back down to 3 cm. He believes that a small amount of leakage will not expand the sac back-up to a size considered a threat during this patient's lifetime. No additional adverse effects to the patient were reported due to this occurrence.